Event description:
Erratic readings with the logic meter. Analysis run on clark error grid using mean avg. Readings (206) as reference point vs. Bd readings (325, 87) yielded some data points in the c range of the grid, outside acceptable limits.